Event description:
Customer's family member called to report the pump's reservoir had a broken neck. Device was not dropped, bumped, or exposed to moisture. Also stated the insulin did not leak into the pump.